Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary five retained samples were retrieved for analysis. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to needle breakage, stiffness and ductility test is applicable & is a measurable parameter. All individual stiffness values were found to be above average in-house requirement for stiffness test. All individual ductility test values were found to be meeting specification in-house requirement for ductility test. In addition, a failed suture needle, was submitted for evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of micro void coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was needle completely retrieved? Did needle piece fall in patient? Was needle piece removed from the patient? If yes, during same procedure? Any additional tissue dissection/damage due to searching/removal of needle piece? If needle piece is retained in patient, were x-rays taken? Results? Location and size of retained piece retained? Any other adverse patient consequences? If yes, what medical/surgical treatment was provided? How was case completed?

Event description:
It was reported that the patient underwent hysterectomy procedure with bilateral oophorectomy on (B)(6) 2017 and suture was used. The needle broke in half during use. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: was needle completely retrieved? Yes did needle piece fall in patient? No was needle piece removed from the patient? N/a if yes, during same procedure? N/a any additional tissue dissection/damage due to searching/removal of needle piece? None if needle piece is retained in patient, were x-rays taken? Results? N/a location and size of retained piece retained? N/a any other adverse patient consequences? If yes, what medical/surgical treatment was provided? None how was case completed? Using another suture